Event description:
Lead was described as having far field over-sensing on the atrial channel of ventricular events. Atrial far field blanking expanded. Patient was confirmed to still be mode switching off of true atrial arrhythmia correctly. Device remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.